Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not returned.

Event description:
It was reported by the distributor that during a hydrocephalus procedure, the surgeon had difficulties purchasing the bone with the screw, and the screw slipped. No adverse consequences were reported.

Manufacturer narrative:
The reported device was not returned for evaluation, thus the reported event could not be confirmed. As a result of the reported event, it has been mentioned that ¿additional expenses for patient to pay for additional screws, including the one that did not work.¿ additional information has been requested in order to provide more details to the reported event. In a follow-up email, it has been mentioned that blades 62-15030 and 62-15032 were used during the procedure. These blades are appropriate to be used with the reported screw. No pre-drilling has been performed. However, in the instructions for use (IFU#: 90-02011, rev. 12), it has been mentioned that, if it is difficult for self-drilling screws to start or insert into the bone, pilot holes should be drilled. The sales rep also mentioned that there was a surgical delay of 10-15 minutes. Further, the review of the related DHR of the device in question has shown that it was manufactured to specification and has been accepted in final stock without any reported discrepancies. Possible root causes according to the related risk management file are: insufficient handling properties with gloves (inappropriate handling). Too less implant-instrument connection (too less axial force during screw pick-up; use of damaged screw driver blade). Too high forces during implantation (too less implant-instrument connection). Too less fixation of implant to bone. Insufficient bone-quality/quantity. Implant damage/breakage due to compromised mechanical strength of implant/instrument (inappropriate handling). Excessive force on bone (wrong handling). Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by the distributor that during a hydrocephalus procedure, the surgeon had difficulties purchasing the bone with the screw, and the screw slipped. No adverse consequences were reported.